Manufacturer narrative:
The referenced device was not returned to olympus medical corp. (Osmc) for evaluation. However the facility continued to use the ues-40s, therefore the ues-40s had no malfunction. Furthermore, the facility admitted mishandling. Olympus attributed this phenomenon to inappropriate handling of the device by the user. The ues-40s instruction manual states the notice for the handling of the device. Also, osmc checked the manufacture history of the subject device, there was no irregularity found. There was no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the tur-p procedure, because noise had contaminated the non-olympus pulse oximeter, the electrode for electrocardiogram had been put on the patient's body surface and the cable of the electrode had been connected to the exterior of the ues-40s for grounding at the anesthetist's judgement. The noise had been able to eliminate, but the patient had suffered the burn at the area that the electrode had been put.